Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 140 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to confirm unexpected battery out limit alarm due to keypad anomaly. The insulin pump received with minor scratches on display window, cracked reservoir tube lip, cracked case near display window corner, and stained end cap sticker noted.